Event description:
It was reported that the customer received a no delivery alarm when attempting to delivery a 10 unit bolus. The customer thinks that he only received 2 units. The customer stated that he had to reprogram the bolus delivery three times for it to deliver all the insulin. The customer stated that this was a singular incident and did not occur since then. The customer's blood glucose was 239 mg/dl. The customer was unable to troubleshoot due to past event. Advised customer to do a complete set change as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.